Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead's sensing had diminished since implant and the right ventricular (rv) lead thresholds had risen since implant and were high. The leads also were causing a venous occlusion and had to be moved to perform a venoplasty of the vein. The leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.